Event description:
It was reported that the device became ¿non-functioning¿. The implantable neurostimulator (ins) and lead were consequently replaced. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va02wff, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information received from the healthcare professional via the manufacturer representative (rep) that the patient did not have adequate efficacy and opted to have the lead and the ins removed. The issue was reported as resolved. The rep was not present for the surgery, so they did not have further information.

Manufacturer narrative:
Product ID 3889-28 lot# va02wff, implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037 lot# serial# (B)(4); product type programmer, patient. (B)(4). Final analysis of the implantable neurostimulator found no significant anomaly. The device was functionally okay. Final analysis of the lead found no significant anomaly. The body was cut and segmented.